Event description:
Customer reported an abo mistype on the galileo. The instrument reported the patient sample as ab positive. The sample was tested by manual tube method and resulted as a positive. Customer stated that no adverse affects had resulted from the aborh discrepancy.

Manufacturer narrative:
Review of the results show a possible fibrin clot in anti-b well. The sample was re-tested on the galileo and gave expected a pos result. Per the galileo operator manual: very large red cell clots may not be detected by the galileo. Clots that include greater than 50% of the sample red blood cells may not be detected by the instrument. Clotted samples should not be tested on the galileo.